Event description:
Customer reports discrepant results with meter compared to lab. See scanned table. Pt rec'd chemotherapy on (B)(6) 2010. Coumadin dose was increased due to chemotherapy. Lab specimen was drawn an hour after inratio result on (B)(6) 2010. Lab specimen was not resulted until later that day.

Manufacturer narrative:
Investigation pending.